Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: tamper seal is still intact. Cracked on right plunger case. Primary audible alarm. Power up process and audio test. Unable to duplicate the primary audible alarm post at power up. Audio test, at level 1 the reading is 12, level 2 is 24, level 3 is 48, level 4 is 104 and level 5 is 172. Unable to determine the intermittent of the error. Audio test was performed which passed. Repair was not needed due to no problem was found on speaker. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.